Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable. Beginning (B)(6) 2015 atrial impedance measured 1325 ohms up from a trend of 586-1007. Atrial impedance is varying. Concomitant medical products: 4024-58 lead, implanted: (B)(6) 2000. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had low impedance and was going to be monitored. The rv lead remains in use. The right atrial (ra) lead had visible insulation damage which was repaired with a repair kit. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable. Beginning (B)(6) 2015 atrial impedance measured 1325 ohms up from a trend of 586-1007. Atrial impedance is varying. Concomitant medical products: product ID: 4024-58, serial# (B)(4), implanted: (B)(6) 2000, product ID: addr01, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The right ventricular (rv) lead had an increase in sensing integrity counter (sic).